Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stim. Diagnostics shows high impedance on few contacts. X-rays shoes lead has migrated. Surgical intervention may take place to address the issue.